Manufacturer narrative:
No patient injury reported. Device used to achieve hemostasis. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause. Note: this submission is being filed late because of issue with the web trader account.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. At this point, it was observed that the distal outer sleeve had separated from the joiner and remained covering the collagen. The doctor retracted the black sleeve and the distal outer sleeve and successfully deployed the collagen. The disc was de-deployed and the entire device was removed. Final hemostasis was achieved with the device and no injury or complications were noted.